Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However,, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Note: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia ablation procedure with a thermocool smarttouch sf and the patient experienced cardiac perforation that required pericardiocentesis. There was a perforation in the right ventricular outflow track by the ablation catheter. The physician is unsure at what point the event happened. During ablation the patient was given a moderate amount of sedation that caused the patient to cough and take deep breaths. The effusion was not noticed until several minutes post ablation when the patient's blood pressure dropped and the effusion was confirmed by echocardiogram. A pericardiocentesis was performed and 480ccs were removed. The patient was stable at the end of the procedure and transferred for further monitoring. Patient fully recovered and did not require extended hospitalization.